Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced unexpected restart and signal too low alarm. The customer's blood glucose value was around 200 mg/dl. The customer stated that the pump alarmed "a1" messaged and started to shut down. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was not returned for analysis.